Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. As received, a complete lead was returned in one piece. An x-ray examination revealed the inner coil in the connector region was over-torqued due to procedural damage. The stylet insertion test was unable to be performed due to the condition of the inner coil in the connector region. The cause of the reported event was due to the over-torqued inner coil at the connector region.

Event description:
During an implant procedure, the physician was unable to insert the stylet into the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.